Manufacturer narrative:
As received, a complete lead was returned with the helix partially extended and clogged with blood. Visual inspection and x-ray examination found the inner coil to be over-torqued at the connector region. The helix would not retract due to inner coil and distal coupling clogged with blood. Following cleaning the helix functioned as expected. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
UDI: (B)(4).

Event description:
During follow-up, the durata lead was found dislodged. The lead was explanted and replaced. The patient is doing well.